Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was an unstable lead position. The lead was explanted and replaced.